Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
This rv lead was explanted and replaced on (B)(6) 2019. The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
This rv lead was explanted and replaced on (B)(6) 2019. Upon receipt the lead was found cut approximately 52cm proximal to the lead tip. Only the distal part was received for analysis. The proximal fragment including the df4 connector was missing. The analysis of the available fragment revealed between 8.5cm and 7.5cm proximal to the lead tip a rubbed through insulation. This damage can be considered the root cause of the reported oversensing and shock delivery. The characteristics of this damage indicate severe mechanical stress in the implanted state. Significant lead motion in the area of the tricuspid valve should be taken into consideration. Diagnostic images clarifying this assumption were not available. In addition, deformations of the shock coil were detected which most likely resulted from the extraction procedure. Due to the fragmented state of the lead electrical analysis was limited to the dc resistances of the lead fragments. No peculiarities were found. The manufacturing process for this lead was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
Patient received several appropriate shocks due to vt. However, following these shocks, the lead delivered inappropriate therapies triggered by noise. Fracture was later observed on the lead. The lead was programmed off and will be revised. Should additional information be received, this file will be updated.